Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2007 to treat cystocele with concurrent cystoscopy. It was also reported that patient underwent release of mesh and closure of exposure on (B)(6) 2009 due to dyspareunia, vaginal discharge and exposure of vaginal mesh. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that following insertion the patient experienced extrusion, infection, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. No additional information was provided.